Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead had perforated. The patient underwent a lead revision procedure; the lead was capped. Patient condition was good. The following week, the capped lead was explanted. There were no adverse consequences to the patient.